Event description:
There is a problem with air bubbles that form in the insulin reservoir of the medtronic 630g insulin pump being pumped into the user, displacing insulin, and causing an unexplained rise in blood sugar. The pump seemed to be no more prone to air bubbles than previous models, but, unlike previous models, the 630g lacks a clear window for viewing the insulin reservoir. There is a second problem that is easy to solve, the clip supplied for wearing the pump holds it in a vertical position. Air bubbles floating to the top of the insulin reservoir, will be pumped into the user. My previous medtronic pump was supplied with a rotating holster so I could wear it horizontally, allowing any air bubbles that formed to rise harmlessly to the side of the reservoir and away from tubing that infuses insulin into the user. When I reported this problem to medtronic's tech-help-line, I was told there have been no other complaints of this nature. Because the new 630g does not have a clear window for viewing the insulin reservoir (as did my previous medtronic paradigm pump) pump users would be unaware that air bubbles form in the insulin reservoir. I purchased a new medtronic 630 insulin pump and was trained on the use of the pump on (B)(6) 2016. There are procedures for eliminating air bubbles when patients load insulin from a supply vial into a pump reservoir. I follow these procedures. Nonetheless, air bubbles will reform in a loaded reservoir if there is a drop in air pressure (caused by a change in elevation such as an airline flight), or by a rise in temperature (such as going outside in the summer). Because patients cannot change the physical laws that allow air to come out of solution and form bubbles. Medtronic should provide a pump clip that holds the pump in a position of wear that allows the bubbles to float harmlessly to the side of the reservoir and away from tubing that connects to the patient's body. Also the pump should be made available with a clear window, so that users can see if large bubbles form. The medtronic 630g pump is highly water resistant and this is a valuable improvement allowing diabetic pump wearers to engage in more healthy activities. If the window for viewing the insulin reservoir was also eliminated to improve water resistance, I suggest that medtronic consider selling the pump with a clear pump body so that the insulin reservoir can be viewed without sacrificing improved water resistance. I ask for a response so I know the company is aware of the problem and working on solving it.